Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an external neurostimulator for gastrointestinal/pelvic floor issues. It was reported that the evaluation was removed on thursday. The patient felt that the evaluation was not doing any good and wants to have it removed. The patient mentioned that the lead must be rusty or something and things were not working. Also, the patient feels sensation in the penis area where he can't hold the urine. It was noted that the patient was on the left lead but felt stimulation on the right side of the body. The patient was instructed to turn the stimulation up due to the stimulation not felt at the time of the report and the patient was able to feel stimulation at the right side of the body but was on the left lead. On (B)(6) 2017, it was reported that the patient does not want to move forward with the implant because it did not do him any good. There were no further complications or anticipations reported with this event.